Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(4). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received the celect filter via the right femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation abutting another organ, and organ perforation. Patient notes and further alleges experiencing anxiety, worry, per a computed tomography (CT) abdomen/pelvis: "impression: 1. Evidence for an inferior vena cava filter. The cephalad apex terminates at the level of the left and slightly more cephalad renal vein with the apex extending slightly into the ostium of the left renal vein. There is leftward tilt of the long axis of the ivc filter with the apex projecting to the left. There is no convincing evidence for a fractured strut. There is evidence for a mildly bent strut extending from the right aspect of the inferior vena cava, beyond the ivc as evidence for perforation, extending approximately 8 mm which appears to extend into adjacent loop of duodenum along the right anterolateral aspect of the ivc. Evidence for filter strut perforation along the right aspect of the inferior vena cava with two struts extending approximately 6 mm and 8 mm respectively beyond the confines of the ivc which extend into the adjacent adipose tissues. There is evidence for filter strut perforation along the posterior aspect with two struts extending approximately 4 mm and 6 mm beyond the confines of the ivc into the anterior longitudinal ligament. Evidence for anterior strut perforation extending approximately 2 mm beyond the confines of the ivc which appears to abut the posterior margin of the uncinate process of the pancreas. There is no convincing evidence for inferior vena cava stenosis. Inferior vena cava thrombus cannot be evaluated for on this non-contrast examination".

Manufacturer narrative:
Additional information: a1, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, bent strut, anxiety, worry. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bent strut, anxiety, and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, h6. Investigation the following allegations have been investigated: organ/vena cava (vc) perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges that the inferior vena cava (ivc) filter perforated through the ivc, duodenum, and anterior longitudinal ligament. The patient further alleges one prong of the filter abuts the pancreas.